Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("possibility of retained foreign body fragments' related to a previously removed essure device"), pelvic pain ("pain that was worsening"), abdominal pain ("pain/ left side abdominal pain frequently"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) worsened"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) worsened"), ovarian cyst ("left ovarian cyst") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia and fatigue. On (B)(6) 2011: menses irregular- cc-ultrasound results/diagnosis: endometrium biopsy-polypoid fragments of beginning secretory phase endometrium. Gross description: labelled endo tissue. Multiple fragments of tan-pin to red brown soft tissue measuring 2.8x2.7x0.3cm. On (B)(6) 2016 annual gyn exam/ assessment: encounter for gynecological examination without abnormal finding. Pelvic pain in female intramural leiomyoma of uterus. Chief complaint: pre-op: hpi: presents for pre-op for lsc bilateral salpingectomy and left oophorectomy for left ovarian cyst and pelvic pain. On (B)(6) 2016 final diagnosis: negative for intraepithelial lesions or malignancy. On (B)(6) 2017 pathology report diagnosis: fallopian tube, left, excision: paratubal cyst/ ovary, left, excision: serous cyst, follicle cysts/ multiple fallopian tube, right, excision: free-floating luminal calcified body present. Specimen: left tube, left ovary, right tube. On (B)(6) 2018: CT pelvis without contrast: impression : 1. There are 2 separate 3 mm metallic radio densities identified in the anterolateral aspect of the uterus on both the, right and left, which are concerning for the possibility of retained foreign body fragments' related to a previously removed essure device. 2. Otherwise, negative pelvic CT. Concurrent conditions included fibromyalgia, sleep apnea, pelvic pain, pneumonia and major depression. Concomitant products included pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue worsened"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation") and diarrhoea ("diarrhea"). In 2016, the patient experienced gastrointestinal motility disorder ("bowel damage/ chronic issues, alternating diarrhea and constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating"), inflammation ("inflammation") and complication of device removal ("possibility of retained foreign body fragments' related to a previously removed essure device"). The patient was treated with gabapentin and surgery (bilateral salpingectomy, hysterectomy (full), ablation in 2009 and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, ovarian cyst, autoimmune disorder, gastrointestinal motility disorder, abdominal distension, inflammation, dysmenorrhoea, fatigue, weight increased, complication of device removal, constipation and diarrhoea outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, complication of device removal, constipation, device breakage, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal motility disorder, inflammation, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion findings: uterus small and anteverted, sounded to 8 cm. No adnexal masses noted. Both tubal ostia identified. Essure system was placed into the fallopian tubes from within the endometrial cavity. The application process occurred without incident. There were 2 to 3 loops of coil visualized at both tubes at the end of the procedure. The patient was taken to the recovery room in satisfactory condition having tolerated the procedure well. Prescribed gabapentin for fatigue in 2017. Essure removal findings: left ovarian cyst, otherwise normal pelvic anatomy. Fallopian tubes appear normal. The essure device is felt to be completely within the fallopian tube with no evidence of the device protruding through the tube or uterus. Plaintiff stated that the removed essure device is being retained removal healthcare facility. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Plaintiff claimed that after first removal procedure she was having consistent pain that was worsening. After CT scan found metal fragments left in uterus. Doctor recommended hysterectomy. Date(s) of removal: (B)(6) 2017, (B)(6) 2018. Procedure: bilateral salpingectomy. Total hysterectomy (uterus and cervix removed). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, gastrointestinal disorder, abdominal pain, dysmenorrhoea, fatigue, ovarian cyst (confirming oophorectomy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received- new event constipation, diarrhea, pain that was worsening were added. Outcome of vaginal haemorrhage , menorrhagia, abdominal pain updated to recovered / resolved. Treatment and concomitant drug were added. Event left oophorectomy deleted and replaced as a treatment for left ovarian cyst. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ left side abdominal pain frequently"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) worsened"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) worsened"), oophorectomy ("oophorectomy (one side removal of ovary)/ left oophorectomy"), ovarian cyst ("left ovarian cyst") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal haemorrhage, menorrhagia and fatigue. Concurrent conditions included fibromyalgia, sleep apnea and pelvic pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue worsened"). In 2013, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal motility disorder ("bowel damage/ chronic issues, alternating diarrhea and constipation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating") and inflammation ("inflammation"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation in 2009), surgery (ablation in 2009) and surgery (oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, oophorectomy, ovarian cyst, autoimmune disorder, gastrointestinal motility disorder, abdominal distension, inflammation, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, gastrointestinal motility disorder, inflammation, menorrhagia, oophorectomy, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion findings: uterus small and anteverted, sounded to 8 cm. No adnexal masses noted. Both tubal ostia identified. Essure system was placed into the fallopian tubes from within the endometrial cavity. The application process occurred without incident. There were 2 to 3 loops of coil visualized at both tubes at the end of the procedure. The patient was taken to the recovery room in satisfactory condition having tolerated the procedure well. Prescribed gabapentin for fatigue in 2017. Essure removal findings: left ovarian cyst, otherwise normal pelvic anatomy. Fallopian tubes appear normal. The essure device is felt to be completely within the fallopian tube with no evidence of the device protruding through the tube or uterus. Plaintiff stated that the removed essure device is being retained removal healthcare facility. Diagnostic results: on (B)(6) 2009, hysterosalpingogram (hsg), total bilateral occlusion (as per pfs). As per mr, 1 essure devices appropriate in position wit occlusion in position of both fallopian tubes, 2 endometrial cavity is normal in shape. On (B)(6) 2011: menses irregular- cc-ultrasoud results/diagnosis: endometrium biopsy-polypoid fragments of beningn secretory phase endometrium. Gross description: labelled endo tissue. Multiple fragments of tan-pin to red brown soft tissue measuring 2.8x2.7x0.3cm. On (B)(6) 2016 pelvic ultrasound report impression: the uterus is normal in size. A bicornuate uterine shape is demonstrated on 3-dimensional imaging. A small intramural fibroid is demonstrated and measured above. Linear echogenic signals consistent with previous hysteroscopic tubal occlusive device placement are seen bilaterally. The endometrium appears normal with no focal abnormalities demonstrated. The right ovary appears normal. Left ovary contains a simple cyst. A small amount of free fluid is visualized around the left adnexa. Assessment: ovarian cyst, intramural leiomyoma of uterus. On (B)(6) 2016 annual gyn exam/ assessment: encounter for gynecological examination without abnormal finding. Pelvic pain in female intramural leiomyoma of uterus. Chief complaint: pre-op: hpi: presents for pre-op for lsc bilateral salpingectomy and left oophorectomy for left ovarian cyst and pelvic pain. On (B)(6) 2016 final diagnosis: negative for intraepithelial lesions or malignancy. On (B)(6) 2017 CT pelvis: uterus and ovaries-bilateral fallopian tube occlusion coils are present a well-circumscribed fluid collection is present in the left hemipeivis. The fluid collection is adnexal in location and is characteristic of a left ovarian cyst. The cyst has a thin rim, the cyst is homogenous in its low attenuation and approximates 2. 6 cm x 3.7 cm x 3.7 cm, impression: abdominal pelvis long left ovarian cyst. Additional information: a pelvic ultrasound was performed with endovaginal technique. Transabdominal technique was also used evaluate the right ovary and uterus. Color and spectral doppler was also used to evaluate the adnexal vasculature. Findings: leiomyoma small, hypoechoic leiomyoma in the left posterior body of the uterus. Impression: pelvic ultrasound-4 em x 2.5 cm left ovarian cyst this cyst corresponds with the cyst demonstrated at that site on the radiology. On (B)(6) 2017 pathology report diagnosis: fallopian tube, left, excision: paratubal cyst/ ovary, left, excision: serous cyst, follicle cysts/ multiple fallopian tube, right, excision: free-floating luminal calcified body present. Specimen: left tube, left ovary, right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrahgia, gastrointestinal disorder, abdominal pain, dysmenorrhoea, fatigue, ovarian cyst (confirming oophorectomy). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality- safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/ left side abdominal pain frequently"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) worsened"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) worsened"), oophorectomy ("oophorectomy (one side removal of ovary)/ left oophorectomy"), ovarian cyst ("left ovarian cyst") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal haemorrhage, menorrhagia and fatigue. Concurrent conditions included fibromyalgia, sleep apnea and pelvic pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue worsened"). In 2013, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal motility disorder ("bowel damage/ chronic issues, alternating diarrhea and constipation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating") and inflammation ("inflammation"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation in 2009), and surgery (oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, oophorectomy, ovarian cyst, autoimmune disorder, gastrointestinal motility disorder, abdominal distension, inflammation, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, gastrointestinal motility disorder, inflammation, menorrhagia, oophorectomy, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion findings: uterus small and anteverted, sounded to 8 cm. No adnexal masses noted. Both tubal ostia identified. Essure system was placed into the fallopian tubes from within the endometrial cavity. The application process occurred without incident. There were 2 to 3 loops of coil visualized at both tubes at the end of the procedure. The patient was taken to the recovery room in satisfactory condition having tolerated the procedure well. Prescribed gabapentin for fatigue in 2017. Essure removal findings: left ovarian cyst, otherwise normal pelvic anatomy. Fallopian tubes appear normal. The essure device is felt to be completely within the fallopian tube with no evidence of the device protruding through the tube or uterus. Plaintiff stated that the removed essure device is being retained removal healthcare facility. Diagnostic results: on (B)(6) 2009, hysterosalpingogram (hsg), total bilateral occlusion (as per pfs). As per mr, 1 essure devices appropriate in position wit occlusion in position of both fallopian tubes, 2 endometrial cavity is normal in shape. On (B)(6) 2011: menses irregular- cc-ultrasound results/diagnosis: endometrium biopsy-polypoid fragments of benign secretory phase endometrium. Gross description: labelled endo tissue. Multiple fragments of tan-pin to red brown soft tissue measuring 2.8 x 2.7 x 0.3cm. On (B)(6) 2016 pelvic ultrasound report impression: the uterus is normal in size. A bicornuate uterine shape is demonstrated on 3-dimensional imaging. A small intramural fibroid is demonstrated and measured above. Linear echogenic signals consistent with previous hysteroscopic tubal occlusive device placement are seen bilaterally. The endometrium appears normal with no focal abnormalities demonstrated. The right ovary appears normal. Left ovary contains a simple cyst. A small amount of free fluid is visualized around the left adnexa. Assessment: ovarian cyst, intramural leiomyoma of uterus. On (B)(6) 2016 annual gyn exam/ assessment: encounter for gynecological examination without abnormal finding. Pelvic pain in female intramural leiomyoma of uterus. Chief complaint: pre-op: hpi: presents for pre-op for lsc bilateral salpingectomy and left oophorectomy for left ovarian cyst and pelvic pain. On (B)(6) 2016 final diagnosis: negative for intraepithelial lesions or malignancy. On (B)(6) 2017 CT pelvis: uterus and ovaries-bilateral fallopian tube occlusion coils are present a well-circumscribed fluid collection is present in the left hemipelvis. The fluid collection is adnexal in location and is characteristic of a left ovarian cyst. The cyst has a thin rim, the cyst is homogenous in its low attenuation and approximates 2. 6 cm x 3.7 cm x 3.7 cm, impression: abdominal pelvis long left ovarian cyst. Additional information: a pelvic ultrasound was performed with endovaginal technique. Transabdominal technique was also used evaluate the right ovary and uterus. Color and spectral doppler was also used to evaluate the adnexal vasculature. Findings: leiomyoma small, hypoechoic leiomyoma in the left posterior body of the uterus. Impression: pelvic ultrasound-4 em x 2.5 cm left ovarian cyst this cyst corresponds with the cyst demonstrated at that site on the radiology. On (B)(6) 2017 pathology report diagnosis: fallopian tube, left, excision: paratubal cyst/ ovary, left, excision: serous cyst, follicle cysts/ multiple fallopian tube, right, excision: free-floating luminal calcified body present. Specimen: left tube, left ovary, right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, gastrointestinal disorder, abdominal pain, dysmenorrhoea, fatigue, ovarian cyst (confirming oophorectomy). Most recent follow-up information incorporated above includes: on (B)(6) 2018: psf and medical records received: plaintiff information and medical history were updated. Essure lot number 629301 was inserted for permanent birth control by bilateral occlusion of the fallopian tubes on (B)(6) 2009. She also claimed of dysmenorrhea (cramping), oophorectomy (one side removal of ovary), fatigue, weight gain, gastrointestinal or digestive system condition type: have not been diagnosed but have chronic issues, alternating diarrhea and constipation. She also stated that essure worsened her previous condition fatigue and abnormal bleeding (vaginal, menorrhagia). On (B)(6) 2017 bilateral salpingectomy, oophorectomy (one side removal of ovary) were performed. Lab tests were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibility of retained foreign body fragments' related to a previously removed essure device'), pelvic pain ('pain that was worsening'), abdominal pain ('pain/ left side abdominal pain frequently'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) worsened'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) worsened'), ovarian cyst ('left ovarian cyst') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia, fatigue, uterine inflammation, uterine leiomyoma and dizziness. On (B)(6) 2011: menses irregular- cc-ultrasound results/diagnosis: endometrium biopsy-polypoid fragments of benign secretory phase endometrium. Gross description: labelled endo tissue. Multiple fragments of tan-pin to red brown soft tissue measuring 2.8x2.7x0.3cm. On (B)(6) 2016 annual gyn exam/ assessment: encounter for gynecological examination without abnormal finding. Pelvic pain in female intramural leiomyoma of uterus. Chief complaint: pre-op: hpi: presents for pre-op for lsc bilateral salpingectomy and left oophorectomy for left ovarian cyst and pelvic pain. On (B)(6) 2016 final diagnosis: negative for intraepithelial lesions or malignancy. On (B)(6) 2017 pathology report diagnosis: fallopian tube, left, excision: paratubal cyst/ ovary, left, excision: serous cyst, follicle cysts/ multiple fallopian tube, right, excision: free-floating luminal calcified body present. Specimen: left tube, left ovary, right tube. (B)(6) 2018: CT pelvis without contrast: impression : there are 2 separate 3 mm metallic radio densities identified in the anterolateral aspect of the uterus on both the, right and left, which are concerning for the possibility of retained foreign body fragments' related to a previously removed essure device. Otherwise, negative pelvic CT. Concurrent conditions included fibromyalgia, sleep apnea, pelvic pain, pneumonia and major depression. Concomitant products included pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue worsened"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation") and diarrhoea ("diarrhea"). In 2016, the patient experienced gastrointestinal motility disorder ("bowel damage/ chronic issues, alternating diarrhea and constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating"), inflammation ("inflammation") and complication of device removal ("possibility of retained foreign body fragments' related to a previously removed essure device"). The patient was treated with gabapentin and surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed), bilateral salpingectomy total hysterectomy (uterus and cervix removed), ablation in 2009 and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, ovarian cyst, autoimmune disorder, gastrointestinal motility disorder, abdominal distension, inflammation, dysmenorrhoea, fatigue, weight increased, complication of device removal, constipation and diarrhoea outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, complication of device removal, constipation, device breakage, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal motility disorder, inflammation, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion findings: uterus small and anteverted, sounded to 8 cm. No adnexal masses noted. Both tubal ostia identified. Essure system was placed into the fallopian tubes from within the endometrial cavity. The application process occurred without incident. There were 2 to 3 loops of coil visualized at both tubes at the end of the procedure. The patient was taken to the recovery room in satisfactory condition having tolerated the procedure well. Prescribed gabapentin for fatigue in 2017. Essure removal findings: left ovarian cyst, otherwise normal pelvic anatomy. Fallopian tubes appear normal. The essure device is felt to be completely within the fallopian tube with no evidence of the device protruding through the tube or uterus. Plaintiff stated that the removed essure device is being retained removal healthcare facility. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes plaintiff claimed that after first removal procedure she was having consistent pain that was worsening. After CT scan found metal fragments left in uterus. Doctor recommended hysterectomy. Date(s) of removal: (B)(6) 2017, (B)(6) 2018 procedure: bilateral salpingectomy. Total hysterectomy (uterus and cervix removed). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, gastrointestinal disorder, abdominal pain, dysmenorrhoea, fatigue, ovarian cyst (confirming oophorectomy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of product technical compliant . Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("possibility of retained foreign body fragments' related to a previously removed essure device"), abdominal pain ("pain/ left side abdominal pain frequently"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) worsened"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) worsened"), oophorectomy ("oophorectomy (one side removal of ovary)/ left oophorectomy"), ovarian cyst ("left ovarian cyst") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal haemorrhage, menorrhagia and fatigue. Concurrent conditions included fibromyalgia, sleep apnea, pelvic pain, pneumonia and major depression. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced fatigue ("fatigue worsened"). In (B)(6) , the patient experienced weight increased ("weight gain"). In (B)(6) , the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal motility disorder ("bowel damage/ chronic issues, alternating diarrhea and constipation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating"), inflammation ("inflammation") and complication of device removal ("possibility of retained foreign body fragments' related to a previously removed essure device"). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy), surgery (on (B)(6) 2017 bilateral salpingectomy), surgery (ablation in (B)(6)), surgery (ablation in (B)(6)) and surgery (oophorectomy). At the time of the report, the device breakage, abdominal pain, vaginal haemorrhage, menorrhagia, oophorectomy, ovarian cyst, autoimmune disorder, gastrointestinal motility disorder, abdominal distension, inflammation, dysmenorrhoea, fatigue, weight increased and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, complication of device removal, device breakage, dysmenorrhoea, fatigue, gastrointestinal motility disorder, inflammation, menorrhagia, oophorectomy, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion findings: uterus small and anteverted, sounded to 8 cm. No adnexal masses noted. Both tubal ostia identified. Essure system was placed into the fallopian tubes from within the endometrial cavity. The application process occurred without incident. There were 2 to 3 loops of coil visualized at both tubes at the end of the procedure. The patient was taken to the recovery room in satisfactory condition having tolerated the procedure well. Prescribed gabapentin for fatigue in (B)(6) . Essure removal findings: left ovarian cyst, otherwise normal pelvic anatomy. Fallopian tubes appear normal. The essure device is felt to be completely within the fallopian tube with no evidence of the device protruding through the tube or uterus. Plaintiff stated that the removed essure device is being retained removal healthcare facility. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Diagnostic results: on (B)(6) 2009, hysterosalpingogram (hsg), total bilateral occlusion (as per pfs). As per mr, 1 essure devices appropriate in position wit occlusion in position of both fallopian tubes, 2 endometrial cavity is normal in shape. On (B)(6) 2011: menses irregular- cc-ultrasound results/diagnosis: endometrium biopsy-polypoid fragments of benign secretory phase endometrium. Gross description: labelled endo tissue. Multiple fragments of tan-pin to red brown soft tissue measuring 2.8x2.7x0.3cm. On (B)(6) 2016 pelvic ultrasound report impression: the uterus is normal in size. A bicornuate uterine shape is demonstrated on 3-dimensional imaging. A small intramural fibroid is demonstrated and measured above. Linear echogenic signals consistent with previous hysteroscopic tubal occlusive device placement are seen bilaterally. The endometrium appears normal with no focal abnormalities demonstrated. The right ovary appears normal. Left ovary contains a simple cyst. A small amount of free fluid is visualized around the left adnexa. Assessment: ovarian cyst, intramural leiomyoma of uterus. On (B)(6) 2016 annual gyn exam/ assessment: encounter for gynecological examination without abnormal finding. Pelvic pain in female intramural leiomyoma of uterus. Chief complaint: pre-op: hpi: presents for pre-op for lsc bilateral salpingectomy and left oophorectomy for left ovarian cyst and pelvic pain. On (B)(6) 2016 final diagnosis: negative for intraepithelial lesions or malignancy. On (B)(6) 2017 CT pelvis: uterus and ovaries-bilateral fallopian tube occlusion coils are present a well-circumscribed fluid collection is present in the left hemipeivis. The fluid collection is adnexal in location and is characteristic of a left ovarian cyst. The cyst has a thin rim, the cyst is homogenous in its low attenuation and approximates 2. 6 cm x 3.7 cm x 3.7 cm, impression: abdominal pelvis long left ovarian cyst. Additional information: a pelvic ultrasound was performed with endovaginal technique. Transabdominal technique was also used evaluate the right ovary and uterus. Color and spectral doppler was also used to evaluate the adnexal vasculature. Findings: leiomyoma small, hypoechoic leiomyoma in the left posterior body of the uterus. Impression: pelvic ultrasound-4 em x 2.5 cm left ovarian cyst this cyst corresponds with the cyst demonstrated at that site on the radiology. On (B)(6) 2017 pathology report diagnosis: fallopian tube, left, excision: paratubal cyst/ ovary, left, excision: serous cyst, follicle cysts/ multiple fallopian tube, right, excision: free-floating luminal calcified body present. Specimen: left tube, left ovary, right tube. On (B)(6) 2018: CT pelvis without contrast: impression : 1. There are 2 separate 3 mm metallic radio densities identified in the anterolateral aspect of the uterus on both the, right and left, which are concerning for the possibility of retained foreign body fragments' related to a previously removed essure device. 2. Otherwise, negative pelvic CT. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrahgia, gastrointestinal disorder, abdominal pain, dysmenorrhoea, fatigue, ovarian cyst (confirming oophorectomy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received. Event device breakage was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), gastrointestinal disorder ("bowel damage"), abdominal distension ("bloating") and inflammation ("inflammation"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, gastrointestinal disorder, abdominal distension and inflammation outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, gastrointestinal disorder, inflammation and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.